Event description:
User facility reported that the nurse gave pt an injection into the right buttock and when she withdrew the needle part of it was missing from the syringe. An x-ray was done and the was done and needle was surgically removed.